Event description:
It was reported to manufacturer by the surgeon that the hand held screen continued to freeze at the interrogation successful screen and a new hand held and software flashcard were requested. Troubleshooting that included performing a soft reset was performed and temporarily resolved the issue. The hand held and flashcard were returned to manufacturer and analysis was performed on the hand held and software. An analysis was performed on the flashcard and the reported freezing screen complaint could not be duplicated with the system in it's "as received" condition. The flashcard and software performed according to specifications. It was identified that under certain conditions, the hand held screen can freeze after an interrogation is performed. After the anomaly was induced by creating the specific conditions, the reported complaint was verified.